Manufacturer narrative:
Patient reports no falls or excessive activity. This revision replaced the original leads with tined leads in order to mitigate the potential for migration in the future. Lead migration is a known risk of implantable neuromodulation systems.

Event description:
"Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2022 and later reported that the area of stimulation was not the area of pain. Xray imaging found the implanted leads had migrated away from the target nerve. Surgical revision was performed on (B)(6) 2022 to replace the existing leads and position the replacement leads at the target nerve for pain relief therapy (see MDR 3015425075-2023-00158). Patient reported no pain relief after the initial revision, thus a second procedure was performed on (B)(6) 2023. Leads were replaced with tined leads to mitigate potential for future migration.